Event description:
Heating pad wrap for shoulder and neck smelled like plastic burning upon first 3 uses. Once patient went to use it for the 4th time, she noticed a hole in the middle of the pad and did not use it again.